Event description:
The customer reported that the device failed to pace during use.

Manufacturer narrative:
The customer reported that the device failed to pace during use. The hosp risk mgr and chief quality and safety officer indicated there was no malfunction of the device. The cardiologist was at the bedside during this event and confirmed that there was no pacer failure. The pts' condition precluded pacing capture. There was no pt impact. The device was evaluated at philips. The device passed all testing and was returned to the customer. We are considering this a user misunderstanding. There was no malfunction of the device.